Manufacturer narrative:
The product was returned and visual inspection and interrogation results were normal.

Event description:
It was reported that the patient had lost a significant amount of weight and as a result was having pain and discomfort at the pacemaker pocket location. The pacemaker was explanted and replaced. During replacement, a leadless pacemaker (lp) was attempted to be implanted however was unable to deflect past the patients eustachian and could not cross the tricuspid valve. The lp was removed and replaced with a new lp. The patient was in stable condition.